Event description:
Atw35 stapler. Laparoscopic hand assisted right nephrectomy, stapler malfunctioned and case converted to open right nephrectomy with vena cava and right renal artery repair. Pt stable upon discharge